Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead were oversensing an unknown signal on a surface rhythm strip during a recent hospitalization, resulting in pacing inhibition.